Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead exhibited no capture due to tissue. The lead was explanted and was not replaced due to system downgrade. The patient was stable before, during, and after the procedure.